Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) was used as usual, but the button was hard and could not be pressed. Hemostasis was achieved without issue by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. An antegrade approach was used. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be = 5 mm. Information regarding visible calcium/plaque at the puncture site and stenosis >50% at or near the puncture site was not provided. There was no stent near the puncture site. Resistance or friction during advancement of the exoseal vcd through the sheath and whether the sheath was retracted until engagement with the indicator wire cowling were not reported. No excess force was applied during insertion, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The visual indicator did not function as expected and did not confirm a change to solid black. The exoseal vcd was securely locked with the vascular sheath introducer. Deployment button function was not applicable. The device was discarded and not returned.

Manufacturer narrative:
As reported, the 5f exoseal vascular closure device (vcd) was used as usual, but the button was hard and could not be pressed. The visual indicator did not function as expected and did not confirm a change to solid black. Hemostasis was achieved without issue by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. An antegrade approach was used. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. Information regarding visible calcium/plaque at the puncture site and stenosis >50% at or near the puncture site was not provided. There was no stent near the puncture site. Resistance or friction during advancement of the exoseal vcd through the sheath and whether the sheath was retracted until engagement with the indicator wire cowling were not reported. No excess force was applied during insertion, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. Deployment button function was not applicable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469593 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) was used as usual, but the button was hard and could not be pressed. The visual indicator did not function as expected and did not confirm a change to solid black. Hemostasis was achieved without issue by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. An antegrade approach was used. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. Information regarding visible calcium/plaque at the puncture site and stenosis >50% at or near the puncture site was not provided. There was no stent near the puncture site. Resistance or friction during advancement of the exoseal vcd through the sheath and whether the sheath was retracted until engagement with the indicator wire cowling were not reported. No excess force was applied during insertion, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. Deployment button function was not applicable. The device was discarded and not returned.